Manufacturer narrative:
Per tandem¿s t:slim user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 300 units of insulin. Additionally, the customer received a minimum fill message. The customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.